Event description:
This is a report of a patient who re-used single use supplies during therapy for peritoneal dialysis. It was reported that the patient was confused due to an anesthetic reaction. As a result the patient disconnected during therapy and drained on the floor. The patient line was cleaned with iodine and the patient was reconnected to continue therapy. The technical service representative had the caregiver end therapy and advised them to notify the registered nurse of the events. The patient planned to complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.